Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported by an health care physician (hcp) who had called for MRI compatibility guidelines that they were uncertain if the si gns/symptoms/diagnosis for the MRI were related to the device/therapy. The hcp reported that they were imaging the area where the stimulator was because they were scanning the t (thoracic vertebra) and l (lumbar vertebra) spine because the patient had been in the emergency room for 7 weeks and had gotten out 2 weeks ago for having a fever associated with back and bi-lateral hip pain. MRI information was reviewed with the hcp. The hcp did not know the event date for when this event began and they did not know the patient¿s managing health care physician (hcp) information. There were no further complications reported.